Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio opened the device to perform a visual inspection and observed that the user interface (ui) to stack flex cable assembly was not fully seated to the ui pcb assembly.  Physio then reseated the ui to stack flex cable assembly and the device was able to power on and complete the boot-up cycle; however, the device then began resetting by itself intermittently.  Physio then replaced the system controller pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not complete the boot-up cycle. The customer advised that when the issue occurred both the device's display and the service indicator would flash. As a result defibrillation may not be possible. There was no patient use associated with the reported event.